Manufacturer narrative:
The ast reagent lot number was 80154101 with an expiration date of 31-jul-2025. Calibration was acceptable. Qc results were outside of the acceptable range. The field service engineer (fse) checked the rinse levels, the gear pump head, and the reagent probes, replaced the sample probes and the gear pump head, and adjusted the sample probes and the gear pump pressure. Blank cell measurement, photometer checks, and qc were all acceptable. As several service actions were performed, the specific cause of the event could not be determined. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) on a cobas 8000 c702 module. Discrepant results were provided for 1 patient sample. The initial result was 274.8 u/l. The repeat result was 24.1 u/l. On (B)(6) 2025, the sample was repeated on a different module and the result was 22.1 u/l.